Manufacturer narrative:
A hardware analysis of (B)(4) was initiated to determine the probable cause of the issue. Analysis found that they were unable to confirm reported complaint."the mvs and ias would not connect instantly." Visual inspection confirm mvs interconnect cable was physically damage. Cable end cap was missing and cable showed signs of wear. Installed it. The system initialized. Motion, generator, communication and charging readied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and passed all testing. The umbilical cable was replaced and there were no issues noted with the repair at this time. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up the equipment and delayed the surgery by 20 minutes. It was reported that during the case, the mobile view station (mvs) and image acquisition system (ias) would not connect instantly. The site had to manipulate the umbilical cable to be in the right position and then it connected and they were able to spin. The surgery was completed with imaging and there was no impact on patient outcome.